Event description:
The sensor transmitted a dampened waveform reading. The physician is currently monitoring the patient and the sensor readings. There were no adverse consequences to the patient. A right heart catheterization was performed to confirm the validity of the pressure sensor readings. The sensor was not recalibrated as the values from the right heart catheterization and sensor matched. Readings were observed under the manufacturer's patient care network database.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported issue was investigated but cannot be confirmed at this time. No device analysis results are available because the device remains implanted. A review of the device history record was performed and ruled out the possibility of a manufacturing related issue causing or contributing to the reported complaint issue. Per the instructions for use, right heart catheterization is required for system baseline (mean pressure) calibration and may be needed to recalibrate the baseline (mean pressure) in order to continue to use the system.

Event description:
It was also reported that the patient had undergone a heart transplant two days prior to this event.